Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had an arterial peripheral thromboembolism. The patient presented to an outside hospital emergency department with right foot and ankle pain. A computed tomography angiography (cta) of the lower extremities demonstrated no flow to the branches of the posterior tibial arteries and proximal dorsalis pedis. On (B)(6) 2021 the patient was transferred and admitted to the hospital with concern for limb ischemia. A vascular surgery consult on (B)(6) 2021 stated that given his atypical pain, absence of claudication or rest pain, warm foot with distal dorsalis pedis (dp) and prothrombin time (pt) signals, and normal ankle brachial index had no concern for an acute ischemic process of his lower extremities. The patient is likely secondary to gout and restless leg rather than a vascular source. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not be conclusively be determined through this evaluation. According to the account, the patient¿s right leg pain was likely secondary to gout and a restless leg condition. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, entitled ¿introduction¿, lists adverse events that may be associated with the heartmate 3 lvas, including peripheral thromboembolism. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.